Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unknown device failure occurred. A second device was used which also failed. A hematoma developed during the procedure. The hematoma was resolved and hemostasis was achieved with manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture, link, posterior needle tip, and both cuffs were not returned with the device which limited the scope of the investigation. Evaluation of the returned device revealed a damaged anterior needle barb, indicating that it was detached from the anterior cuff during the needle plunger retraction. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. During testing, a plunger was inserted and retracted successfully without any observable resistance. There was no needle strike mark at the posterior foot to suggest that the posterior cuff miss might have been occurred during needle deployment which would result in the anterior cuff detaching from the needle tip as observed. Because the suture was not returned with the device, it could not determine if it was dragged through the device during the suture retrieval process which could contribute to the cuff-to-needle tip detachment. Based on the investigation findings, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. Possible causes for the cuff-to-needle tip detachment during the suture retrieval process include, but not limited to, challenging anatomical conditions or abruptly pulling out the needle plunger after needle deployment, but neither of these could be confirmed. No manufacturing or quality deficiency was detected. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.